Manufacturer narrative:
(B)(4). Article citation: hamidovic, lamia et al. ¿xen-related hypotonous maculopathy from iatrogenic cyclodialysis cleft treated with argon laser gonio-cyclopexy.¿ bmj case reports vol. 15,3 e244933. 8 mar. 2022, doi:10.1136/bcr-2021-244933. The reported events of hypotony maculopathy and cyclodialysis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The article "xen-related hypotonous maculopathy from iatrogenic cyclodialysis cleft treated with argon laser gonio-cyclopexy.¿ bmj case reports vol. 15,3; reported a patient developed hypotony maculopathy with an intraocular pressure (iop) of 4 mmhg, shallow peripheral chorioretinal folds, and decreased visual acuity immediately following xen®45 gts implantation in the right eye. A small cyclodialysis cleft was confirmed, and treatment of topical atropine was provided with slight bcva improvement. 4 months after implantation, direct gonioscopic argon laser cyclopexy was performed to seal the cyclodialysis cleft with improvements in iop and bcva. 2 years after implantation, glaucoma drops ganfort od and simbrinza were required to control iop.